Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct date of explant surgery is (B)(6) 2015; not july 7, 2015 as previously reported. This report is filed october 29, 2015.